Event description:
It was reported that the pt expired due to unk reasons. Date of pts death and implant duration are unk. It is unk if pts death was device related. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.